Manufacturer narrative:
There were no technical services requested or performed related to the reported event. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The customer did not retain a cassette sample for this complaint report; visual inspection or functional testing could not be conducted in order to ascertain the failure mode of the consumable device. As the customer did not retain the finished goods lot number, device history record (DHR) and lot number history could not be reviewed. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the irrigation/aspiration portion of a cataract extraction procedure the system stopped. The issue was resolved by resetting the system and exchanging the cassette. Patient impact is unknown, additional information is not expected.